Event description:
Customer stated "cord caught fire at the plug. Burned up the power strip and cell phone charger cord." The product was returned for investigation. An investigation was done into the customer's complaint, and the inspector observed that all components of the product were working except for the plug, which was burnt. The inspector determined that the burning did not originate from the plug, but from the power strip that the customer was using. The inspector also observed a sticky substance on the cord that had dripped or spilled on the cord. The inspector could not identify the substance. Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.